Event description:
Pt's mom reported pt had ER visit due to trying to switch med dose and it didn't work and ammonia was still high so they went to the ER for that and now it is controlled. Pt also had a hospital stay which was due to an infection of port and it had to be removed. Pt has cancer. Pt was admitted for 6 days and discharged with antibiotics which is now completed. Provider is aware of both ER and hospital stay. Dates of ER visit and hospitalization was not provided. No further information provided. Indication: disorder of urea cycle metabolism, unspecified.